Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer's engineer judged that the combination valve was leaking after testing, and the 5000h maintenance kit needed to be replaced. The distributor's getinge trained field service engineer (fse) was dispatched and replaced the drive assembly . Subsequently, the fse performed preventative maintenance (pm) using the 5000 hour maintenance kit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during the daily inspection of the cs100 intra-aortic balloon pump (iabp) the nurse in the intervention room found that the iabp unit failed the power-on self-test, generated an alarm when it was turned on, and could not be used. There was no patient involvement, and no adverse event was reported.